Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the snare was not conducting heat. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. Electrical resistance testing was performed and resistance measured at 12.2 ohms, which is within specification. The complaint was not confirmed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare was not conducting heat. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.